Event description:
During a new patient implant, high impedance readings kept being observed. It was noted that 3900 ohms was observed so the surgeon reinserted the lead pin, messed with some things and then 6600 ohms was observed. A backup lead was later used. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The lead was received, and product analysis is underway.

Event description:
Additional information received stating that the lead impedance was within normal limits prior to the surgeon troubleshooting but it was on the higher side of normal limits. The surgeon did overmanipulate the lead when trying to make sure the coil had better contact with the nerve. There was no visible lead damage. Based on this response it can be concluded that the high impedance was caused by the surgeon, user error.

Event description:
Product analysis was completed on the returned lead. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. High impedance was observed during a new patient implant. The full lead was returned and no anomalies were noted. Product analysis review mentions "one full set of setscrew marks were found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. " additionally a generator issue can be ruled out as the same generator remains implanted with another lead and the impedance is within normal limits. Based on this information, the most likely cause of the high impedance is due to incomplete pin insertion.